Event description:
Following completion of phacoemulsification and cortocal removal, the anterior chamber was filled with healon. The chiron iol inferior haptic was then inserted into the inferior bag. To insert the superior haptic, the lens was dialed into place with a straight sinskey hook placed at the junction of the superior haptic and rhe optic. In dialing, the inferior haptic appeared to bend or possibly crack at the junction of the haptic and optic while under the temporal iris. This resulted in the slight decentration of the iol temporally. Also, a zonular dehiscence was noted inferiorly; however, there was suficient posterior capsule to support the iol. Since the lens was centered adequately, it was elected not to remove the iol. Since the lens was centered adequately, it was elected not to remove the iol. I felt it would potentially cause more problems (vitreous loss, enlargement of capsular tear, corneal trauma) if dr. Tried to remove iol. One day and one week post opertively the iol is in place, decentered only slightly temporally and patient's vision uncorrected is 20/40invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped permanently, other. The device was not destroyed/disposed of.